Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera gastrointestinal videoscope having poor air/water supply. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, amount of air/water supplied insufficient due to clogging of the air/water nozzle, water tightness not maintained due to perforation of the forceps channel, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, liquid leakage in the lighting lens, scratches on the insertion tube, scratches on the curved rubber adhesive part, air and water nozzles are clogged and the draining function reduced, foreign matter clogged in the nozzle, scratches found on the tip cover, cloudiness is recognized in the image, scratches are found on the operation part, operating part discolored, scratches found on the insertion part corrugated tube oredome, scratches found on the switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on the grip, forceps plug cap has been scraped off, scratches found on the universal cord, scratches are found on scope connector joint case, and scratches on the right/left angle fixing knob due to external factors. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the nozzle was found with no deformation and the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.